Event description:
Clinical report states the patient was revised to address and infection. The date of original implant is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.